Manufacturer narrative:
The log review found no error. The fault was not able to be reproduced.

Event description:
Perfusionist unable to control gas flow following an alarm on qvm2. Another means to manage the gas was used. We consider inability to control gas flow to be reportable; however, the patient was involved without any consequences.